Event description:
During the surgical procedure, the surgeon noticed edges of the lap sponge became frayed, the frayed fibers fell into the patient's surgical incision while still open, the surgeon was able to retrieve all the frayed fibers within the incision.